Manufacturer narrative:
The insulin pump was received with blank display anomaly due to moisture damage on electronics assembly. Pump was received with moisture damage noted on motor and vibrator motor assembly, cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window, cracked belt clip rails, missing display window cover and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on display. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.